Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-06889. It was reported that rotawire detached and remained inside the patient's body. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.75m rotalink¿ burr and a 330cm rotawire¿ were selected for use. During the procedure, rotation speed was set at 180,000rpm and the burr was moved back and forth constantly; however, it was noted that the radiopaque portion of the rotawire had detached and remained in a small vessel in the distal lad. The procedure was completed with this device. No further patient complications were reported and the patient's condition was good.